Event description:
It was reported that (1) device was used during a laparoscopic legion lifting. It was reported by the affiliate that the atb45 staples malformed. The surgeon put some overstitches to complete the case. The device was discarded.